Manufacturer narrative:
The device was returned as part of the asset return process. The following findings were found during evaluation: reduced angulation, adhesive on bending section cover (a-rubber) had a crack; insertion tube was deformed; and the light guide lens was chipped/cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii gastrointestinal videoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the air/water channel was clogged with foreign matter, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.